Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendation provided by the blood glucose monitor are not accurate. At 12:27 pm the value was 5.3 mmol/l, the meal was 126 grams carbs, and the meter advised the patient 13 units of insulin which he injected and confirmed. The caller manually calculated a bolus of only 7.5 units. The customer experienced low blood glucose symptoms, but was able to treat with a glucose tablet.